Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the available information, the exact cause for peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency caused peritonitis. The patient had concomitant pd catheter (not a fresenius product) malfunction due to malposition. Therefore, it is possible the peritonitis was associated with the pd catheter which is a known source for peritonitis in pd patients.

Event description:
On (B)(6) 2026, it was reported that this patient on peritoneal dialysis (pd) therapy was in the hospital. There were no reported allegations that the event was caused by fresenius product. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2026 the patient was hospitalized with symptoms of pd catheter (not a malfunction) and abdominal pain. It was stated that the pd catheter was malpositioned and required surgical repositioning while the patient was hospitalized. Additionally, the nurse stated the patient did not have a pd culture obtained in the hospital. However, the nurse indicated the patient was presumed to have peritonitis and was imitated on antibiotic therapy utilizing vancomycin and cefepime (dosing and route not provided). On (B)(6) 2026, the patient was discharged home. However, on the same day, the patient was readmitted into the hospital for pd catheter leak; unrelated to fresenius products. The nurse could not provide the exact cause for peritonitis due to not having any pd culture obtained. However, it was confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event.